Event description:
The reporter states that the lancet would not retract into the accu-chek softclix lancet device after firing. The reporter was accidentally stuck. No medical intervention required. No adverse event reported. The accu-chek customer care service center sent new device and requested return of suspect device.